Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms active on (B)(6) 2023 was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis and no log files pertaining to the event date were submitted for review. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery (ebb) fault on 29dec2024. The patient was told to come in for a new battery but refused and ended up performing a system controller exchange at home on (B)(6) 2024 with a ventricular assist device (vad) coordinator on the phone and the alarm resolved. The ebb was replaced in clinic. Log files were not available. No products would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.